Event description:
Additional information: it was reported that the cause of the event was the position of the stimulator. The symptoms related to the event were pain at the pocket site. A revision was done where the stimulator was relocated. The patient recovered without injury.

Manufacturer narrative:
Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported the patient's implantable neurostimulator (ins) was replaced the day prior to this report. It was noted the device was working "fine", but due to weight loss, the ins was rubbing on the patient's rib cage and would "dive under the hip bone", which was causing the patient pain. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.